Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the warning section of the instructions for use (IFU) describes; do not manipulate the guidewire through strut of stent. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged...result in fragments being left inside the vessel. Additionally, separation or breakage of guidewire is listed as one of possible complications and adverse events. In this case, it is likely that advancing the guide wire tip through the strut of the stent caused it to become trapped, thereby contributing to the reported device entrapment and ultimate separation of the wire upon removal. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is manufactured by asahi intecc (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a procedure of the occluded left anterior descending (lad) artery, the initial percutaneous coronary intervention (pci) went well with the successful lad xience stent deployed, but jailed a side branch. The asahi prowater guide wire was used in an attempt to cross the side branch using a standard approach. The guide wire became trapped within the side branch ostium. It was suspected that the guide wire went behind [in back of] the stent, came in through a stent strut and then entered the side branch. The guide wire was pulled hard to be removed and the stent became deformed; the guide wire separated and a fragment remained in the left anterior descending artery. The patient was urgently transferred and had a coronary artery bypass graft procedure due to concerns that the lad stent was thrombosed; there was no reported angina at the time. It was noted post procedure that the patient has had a complex course and additional intervention is being explored. There was no reported adverse patient effect. No additional information was provided.